Event description:
It was reported that the right ventricular (rv) lead's svc (superior vena cava) integrity alert sounded due to high impedance. It was also reported that the rv coil impedance has shown a similar pattern of unusual variation of high impedances of which did not trigger any alert. It was noted that the operative notes indicate that an extra suture tie-down was used at implant. The caller is questioning if this is a potential lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was cut, there was blood/body fluid on all conductors (not obstructed), the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; partial lead in segments returned and analyzed.

Event description:
It was reported that the right ventricular (rv) lead's svc (superior vena cava) integrity alert sounded due to high impedance. It was also reported that the rv coil impedance has shown a similar pattern of unusual variation of high impedances of which did not trigger any alert. It was noted that the operative notes indicate that an extra suture tie-down was used at implant. The caller is questioning if this is a potential lead fracture. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the lead integrity alert triggered. The right ventricular (rv) lead had high, varying impedance due to a lead fracture that lead to a suture crush. The rv lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.